Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no physical damage was found to the battery compartment or battery cap. The pump booted to the verify screen with appropriate alarms. A test bolus was performed with no power loss occuring. A review of the black box showed a reboot just after an occlusion alarm on the reported event date; the pump was powered on back on for eight minutes and emitted 3 no prime warnings. The pump was exercised for 24 hours without rebooting or losing power. The pump was opened and there were no defects to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump will not turn on. The patient received a cs alarm a few days ago, she rebooted the pump and it worked fine. When she was giving a bolus she received an occlusion alarm and then the power was off to the pump. She changed the battery three times and the pump will not turn on.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.